Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart after a battery change and it could not be cleared. It was also reported that the insulin pump was exposed to moisture that this might have affected the keypad. Troubleshooting for unexpected restart was performed. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. It was stated that there was no temp basal programmed prior to the unexpected restart alarm. It was also stated that insulin pump was not stored or not in used for an extended period of time. The alarm occurred shortly after battery change. It was reported that the customer was advised to remove battery and insert new battery. The insulin pump alarmed unexpected restart again. It was also reported that the customer was advised that the insulin pump needed to be replaced. It could not be verified if the time advanced due to the keypad issue not allowing access to the menus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received no button response (act) due to corroded keypad traces. No moisture damage found inside the pump. Unable to verify unexpected restart alarm due to no button response. Unable to perform displacement test, self-test and unexpected restart error test due to no button response. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked reservoir tube and broken belt clip slot.